Event description:
Caller reported that the pump battery was depleting too quickly, although it did not lead to a pump shutdown. There was no adverse impact to the customer's blood glucose level. The issue was resolved with a pump reset, and the customer declined further assistance.